Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3487a-33, lot# v967711, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-33, lot# v967711, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported by the patient that when they would walk and take steps it was jolting them in the back and they felt like when they would take heavy steps it was jolting really hard. They then would have to turn stimulation off and the jolting would subside. However, they would feel vibrations and their nerves would keep vibrating for hours after. In addition, the patient noted that they had an intermittent shocking through their hands as they were walking and holding on to the metal part of a shopping cart. Relevant medical history includes non-malignant pain and failed back surgery syndrome. No outcomes or interventions were reported regarding this event. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.